Manufacturer narrative:
The customer cancelled the svc call. The sys is operating as intended. No further info is available.

Event description:
The customer reported that the sys would produce an incomplete exposure. No pt injury was reported.